Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Two polarx balloon catheters and a smartfreeze console were selected for a cryoablation procedure. It was reported that during the procedure the error code "sn (B)(6): the outer balloon pressure is too high" occurred on the second cryoablation attempt and a damage on the tip of the catheter was noted. All cables were checked, reconnected and the gas cable was changed, but the error persisted. So, the balloon catheter was replaced. Then again when the second ablation was attempted and the balloon inflated, the same error persisted. So, the procedure was stopped, and the remaining cryoablation applications rescheduled. No patient complications reported, and the device returned is unknown. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The returned crbs polarx balloon catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Visual inspection shows no damage to the tip. The device was leak tested and passed both inner and outer balloon positive pressure and vacuum tests. The device was then connected to a smartfreeze console in attempt to recreate the error observed in the field. The device passed console testing with no errors. No leak paths were found. The reported event was not confirmed. The no problem detected conclusion code was selected based on analysis of the returned product. Analysis found that the allegation was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
Two polarx balloon catheters and a smartfreeze console were selected for a cryoablation procedure. It was reported that during the procedure the error code "sn (B)(6): the outer balloon pressure is too high" occurred on the second cryoablation attempt and a damage on the tip of the catheter was noted. All cables were checked, reconnected and the gas cable was changed, but the error persisted. So, the balloon catheter was replaced. Then again when the second ablation was attempted and the balloon inflated, the same error persisted. So, the procedure was stopped, and the remaining cryoablation applications rescheduled. No patient complications reported, and the device returned for further analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.